Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 472 ¿g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure dob: (B)(6) 1993, female, 5'8", 114lbs. Date and name of index surgical procedure? Dos- (B)(6) 2022. The diagnosis and indication for the index surgical procedure? Mastopexy, breast augmentation. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? Breast, subdermal. On what tissue was the suture used/location of suture placement? Breast, subdermal what tissue dehisced? Breast. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Patient is healthy, young female. Tissue was healthy. This was an elective cosmetic surgery procedure. Patient experienced numerous areas of open wounds wherein sutures extruded and wound dehisced. How was the suture placed (interrupted or continuous)? Interrupted. How was the suture tied (square knot or multiple knots one end)? Square knot placed on one end. Onset date/time of dehiscence? (# post op days) 26 days post op. How was the dehiscence managed? Patient was seen weekly in office by dr. (B)(6) for wound care, debridement, and management until wound closed fully please describe any surgical intervention required for the wound dehiscence including date and findings. Given nature of cosmetic surgery and impact that the wound dehiscence caused on final cosmetic result, this created a less than ideal outcome for patient. Patient is waiting right now, but will likely require scar revision surgery. Please describe the appearance of the suture during the second procedure. Suture appeared frayed. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? None. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Dr. (B)(6) noted that suture was frayed when extruded. Other relevant patient history/concomitant medications? N/a- patient is healthy with no underlying comorbidities. This was an elective cosmetic surgery procedure so no underlying health concerns/issues. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Inflammatory sutures. Appears the antibiotic coating on these vcf sutures created an amplified inflammatory response which then led to extrusion and wound dehiscence. This was a new suture we started using in our practice. Once we noted the series of patients with exact same inflammatory response/dehiscence, we terminated using these sutures and had no further patient issues with suture sensitivity/dehiscence. What is the patient's current status? Patient is stable and is waiting to undergo the scar revision at no charge to patient. Our practice had to absorb the cost of the wound management since it is a cosmetic case/no insurance was billed and we had to manage a disgruntled patient who had a less than ideal cosmetic outcome due to suture extrusion and related wound. Is the product a pds suture or a pds plus suture? Vcf with antibiotic product code and lot number? Vcp945h. Note: related events reported via 2210968-2023-07585.

Event description:
It was reported that a patient underwent a mastopexy and abdominoplasty procedure on (B)(6) 2022 and suture was used. Post-op, the patient experienced a wound issue/dehiscence that required further surgery and scar revisions as a result. Additional information was requested.